Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. System will not make exposure, gives a single beep when button pressed and generator error 25 occurs. The medtronic representative replaced the atp board. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the atp console confirmed reported problem "no 3d exposures." Installed atp console in imaging system and observed that upon initiation of 2d or 3d exposure, an abbreviated and off tone beep is emitted with no exposure. Logs indicate a recoverable battery error and the system checkout indicates this was the manifestation of the problem in the field as well. Problem with board receiving and processing signal from batteries or battery monitor board. Faulty atp console. The hardware investigation found that reported event was related to tan electrical failure mode, there was a defective printed circuit board assembly (pcba). This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the atp board had failed on the imaging system. There was no patient present when this issue was identified. No further details were provided.